Manufacturer narrative:
A follow up report has been submitted due to new information provided by the ssu (sales and service unit) dated on 2024-07-24. The initial provided serial number was not the correct one. The correct serial number is (B)(6) (70102.8716 mcp00703157#rfc 20-970 rotaflow console) and not as initially reported (B)(6).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in japan. It was reported that there was no flow displayed on the rotaflow console during patient treatment. After reapplication of contact cream there was still no flow displayed, so the device was replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. Complaint ID: (B)(4) .

Manufacturer narrative:
The event occurred in japan. It was reported that there was no flow displayed on the rotaflow console during patient treatment. After reapplication of contact cream there was still no flow displayed, so the device was replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. A getinge service technician investigated the rotaflow console with s/n (B)(6) and the reported failure could be confirmed. The rf flow measure pcba (article number 701011681) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was probable caused by a sporadic malfunction of components that perform the signal processing on the flow measurement board. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2024-07-23 and during the period of 2013-07-19 to 2024-07-18 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2013-07-19. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on (2013). All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in japan. It was reported that there was no flow displayed on the rotaflow console during patient treatment. After reapplication of contact cream there was still no flow displayed, so the device was replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. According to the ssu (sales and service unit) dated on 2024-08-22 the problem has not reoccurred during testing. The device is currently under observation, but since the failure did not re-occur no parts have been replaced in the machine. Based on the given information at this time the reported failure could not be confirmed. However, the failure mode "no flow rate displayed" can be linked to the following most possible root causes according to our risk management file: malfunction of bubble/flow sensor electronics, mechanical defects (impact), zero flow calibration failed, incorrect flow measurement. The review of the non-conformities was performed on 2024-07-23 and during the period of 2013-07-19 to 2024-07-18 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2013-07-19. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. If significant information becomes available the complaint will be reopened and necessary steps will be initiated. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on (2013). All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).